Manufacturer narrative:
Additional information: b1, b5, h1 and h11. B5: upon follow-up, it was reported that the patient did not experience a peritonitis event. Based on additional information received, a baxter disposable was determined not to be a factor in the reported adverse event.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized or treated for the event. Patient outcome and action taken with pd therapy were not reported. No additional information is available.